Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported upon opening a micro-stent device, the tip was bent. There was no patient contact. Additional information was requested.

Manufacturer narrative:
One opened system was received for the report of tip was bent upon opening. The applier and loader with stent inside were returned in the contour tray, the applier was noted to have punctured through the contour tray. The applier was visually inspected and was found to be non-conforming with a bent stopper tube. The guidewire was visually inspected and was to be conforming. The loader was visually inspected and was to be conforming. Finally, the stent was visually inspected and was to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when excessive force is applied to the applier or misalignment between the loader and the applier, during stent loading. (B)(4).